Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the site to inspect the advia 1800 chemistry system. The cse observed an overflow at the reaction cuvette wash mechanism (wud) and the dilution cuvette wash mechanism (dwud). The cse adjusted the large water pump (lwp) down to 76 psi, cleaned all wud and dwud nozzles, replaced solenoid valves as needed and removed a clog from the dwud line. The cse ran a carbon dioxide precision study with acceptable results. The cause of the discordant falsely high carbon dioxide results is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant falsely high carbon dioxide (co2_c) patient sample test results were obtained on an advia 1800 chemistry system. The same samples were repeated on the same system. The initial results were not reported to the physician(s). The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant carbon dioxide results.